Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) was 526 mg/dl with trace ketones. A manual injection was used to address bg. Reportedly, customer continued to use the pump for insulin therapy.